Event description:
Failure analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured at weld site, approx 6mm and approx 33mm proximal of weld site. The proximal section of j stiffener wire measures approx 54mm and has migrated down lead body approx 53mm proximal of weld site. It appears that entire j stiffener wire was received with all recorded measurements adding up to approx 87mm. Visual inspection under 30x magnification also indicates lead was snipped or cut into two sections, with evidence of flared coil wire ends.